Event description:
It was originally reported that the tip was bent, however upon assessment of the returned device it was determined that the tip was fractured.

Manufacturer narrative:
The hex drivers could have fractured due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. Caused cannot be definitively determined. As returned, the tip was completely broken off. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.